Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes pushed off the non-patient needle and had a lack of negative pressure and sample leakage. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 05-feb-2025. Investigation summary: bd received three (3) photos and 100 samples for investigation. After analysis, the reported defects were not observed in the customer photos. In the returned samples, 30 were visually inspected with no failures, 10 underwent functional tests with no failures, and 20 were tested for functional issues including underfill, where 4 out of these 20 samples failed. For the retained samples, 30 were visually inspected with no failures, 10 underwent functional tests with no failures, and 20 were tested for functional issues with no failures. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure modes: broken/leaking and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using bd vacutainer® sst¿ that an unspecified number of tubes pushed off the non-patient needle and had a lack of negative pressure and sample leakage. There was no health impact or consequence reported. Imdrf annex a grid (3): a0504 - leak/splash (1354).

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes pushed off the non-patient needle and had a lack of negative pressure and sample leakage. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes pushed off the non-patient needle and had a lack of negative pressure. There was no health impact or consequence reported.